Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. A test circulation pump was used to confirm flow issues. Circulation pump head was replaced. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the biomed had an arctic sun device that was having flow issues. Biomed wanted to send in for the 2000 hour preventive maintenance. Per work order update and ess communication with customer on 27dec2022, no patient involvement was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the biomed had an arctic sun device that was having flow issues. Biomed wanted to send in for the 2000-hour preventive maintenance. As per work order update and ess communication with customer on 27dec2022, no patient involvement was reported.